Event description:
It was reported that multiple cartridge alarms occurred intermittently during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.